Event description:
It was reported that the radiofrequency programmer head and the software analyzer, originally returned as associated devices with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Product event summary: during analysis it was determined that the radiofrequency (rf) head connector had a slightly bent pin, making it difficult to seat in the rf connector, and therefore the head's cable was replaced to resolve. Product ID: 2090 programmer; (B)(4).